Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery does not last long, had a failed battery test alarm, insulin squirts out, and had a motor error alarm. No troubleshooting was performed and customer state that the insulin pump is working fine other than the battery issue. Insulin pump is not expected to return for analysis.